Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. The customer experienced a high blood glucose level, which was indicated as "high" on the device, but a specific value was not known. To address the issue, the customer administered a correction bolus via the pump.